Event description:
Please note that date of event is approximate since I do not have my medical records at this time. I had pph surgery for hemorrhoids. After surgery, I contacted my doctor many times for discomfort and pain from staples. Not only has this caused me pain, but my partner was cut on occasions during intercourse. My doctor said that I would eventually heal and that the staples would "sloth off." They have not and continue to give me pain & discomfort. I have seen several doctors since then who would not treat me because they did not do the surgery. One doctor who examined me said he could remove the staples, but advised against it because the procedure would be lengthy, approx 4.5 hours, came with many risks and that my insurance would probably not pay for it. I am at a loss on how to regain my health & who to ask for help. Please help in directing me.